Manufacturer narrative:
Evaluation conclusion: the manufacturer only investigated the lcd screen.

Event description:
The manufacturer received information alleging a ventilator had an issue with the lcd screen. There was no report of patient harm or injury. The lcd was returned to the manufacturer for evaluation. The customer's complaint was confirmed. The lcd screen was replaced to address the issue.